Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) requested review of a patient's remote monitor report. The caller indicated the patients implantable cardioverter defibrillator (ICD) displayed episodes that are consistent with electromagnetic interference (emi) caused by conducted 60hz ac power. It was noted that the patient is using a tile cutter at the time of the episodes and this same occurrence has happened previously with the patient when using the tile cutter. It was explained that if the patient can keep themselves electrically isolated from the tile cutter it should prevent the emi oversensing. Things like long rubber gloves and perhaps a rubber apron should keep them dry and isolated from the ac current preventing the oversensing. The device remains in use. No patient complications have been reported as a result of this event.